Manufacturer narrative:
Cont: 5076-52 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the one week post implant follow up visit, the right ventricular lead had low r-wave measurements and no capture. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.